Event description:
New information available on aug 21, 2018 states that, during the procedure, the left ventricular lead could not be removed so it was capped.

Manufacturer narrative:
A partial lead with the connector portion measuring 37.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
A partial lead portion of the lead was returned in two pieces measuring 37.0 cm and 43.8 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received phrenic nerve stimulation from the left ventricular lead; it was noted that programming modifications could not address the issue. On (B)(6) 2018 the lead was capped. The patient¿s condition was stable.